Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump was exercised for 24 hours with no changes in the basal program observed. There were no hypersensitive or stuck keys observed on the keypad. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that there were times the pump reflected 0.0 units for their total basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.